Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. Ts advised that software maintenance release (smr)6 is anticipated imminently. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported.